Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6), 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient returned several times complaining of dyspareunia. No additional patient visits to the physician's office have occurred since 2011. All other information is unknown and unavailable.